Event description:
The report stated that upon turning on the generator, an error sound occurred. The impedance reading showed more than 400 ohms. The generator was rebooted several times but the same thing occurred. Due to this, the procedure was aborted. The pt was reported as ok.

Manufacturer narrative:
Date of initial report: 03/11/2009. The incident sample has been requested but to date has not been received for eval. It the sample is received or if additional info pertinent to the incident is obtained a f/u report will be submitted.